Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced the cannula piercing through the shield. The following information was provided by the initial reporter: the user found that the needle was piercing through the shield before removing the shield. There was no injury reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced the cannula piercing through the shield. The following information was provided by the initial reporter: the user found that the needle was piercing through the shield before removing the shield. There was no injury reported.

Manufacturer narrative:
This MDR supplemental supersedes the previous MDR submission, (MFR report # 1920898-2022-00627). Additional review has determined that the reported event of the cannula piercing through the shield is unlikely to lead to harm or serious injury. There was no report of serious injury, medical intervention, or reportable device malfunction. This complaint and the initial MDR submission may therefore be disregarded.